Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a red blinking light was observed on the patient's remote home monitoring communicator. A successful remote interrogation was completed and a health care professional (hcp) contacted boston scientific technical services (ts) for review of the interrogation data. Upon review of the interrogation data, alerts were observed for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead for out of range intrinsic amplitude measurements and high out of range pacing impedance measurements greater than 2,000 ohms. It was noted that the patient had not been seen in clinic for several months. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red blinking light was observed on the patient's remote home monitoring communicator. A successful remote interrogation was completed and a health care professional (hcp) contacted boston scientific technical services (ts) for review of the interrogation data. Upon review of the interrogation data, alerts were observed for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead for out of range intrinsic amplitude measurements and low out of range pacing impedance measurements less than 200 ohms. It was noted that the patient had not been seen in clinic for several months. The physician plans to continue routine monitoring. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.